Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, a missing end cap sticker and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack in the case. The customer stated that the crack is seen on the reservoir compartment. The customer stated that the drive support cap appeared to be normal. The customer was not in a car accident. The customer stated that there were frequent intermittent button responses. The customer stated that there was a scratched display and the numbers were hard to read. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.